Event description:
It was reported a piece of a broken cutting accessory was within the device during equipment testing conducted by a service technician at the manufacturer facility. No patient involvement was reported.